Manufacturer narrative:
Upon receipt of meter, performance testing was attempted, however the instrument would only report an error code. No conclusion can be drawn. This complaint is considered closed for MDR purposes.

Event description:
Customer called stating that meter's display is missing segments. Customer asked to return meter for further evaluation, and a replacement was provided.